Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 10, 2016 that an ultraflex tracheobronchial distal release stent was to be used to treat a malignant stricture in the airway during a stent placement procedure performed on (B)(6) 2016. According to the complainant, when the physician tried to deploy the stent, it was noted that the shaft bowed preventing the accurate placement of the stent. The procedure was completed using another ultraflex tracheobronchial distal release stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.